Event description:
A report was received that the patient's paddle lead was replaced due to high impedances readings. The physician also replaced the patient's ipg as a precaution. The patient is doing well following the replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-1110-02, serial#:(B)(4), description : ipg kit without pull-through tunneler. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.